Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (moisture ingress) issue. Reportedly, patient had noticed moisture behind the display and the pump will not power on. Patient reported that there was no damages to the battery compartment or the battery cap. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: device evaluation: the pump has been returned and evaluated by product analysis on 09/22/2015 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the alleged power issue was verified in the black box but not duplicated in the evaluation. Review of black box data found that the available date range did not cover the complaint date due to continued customer use. Review of available date range showed that the pump was without power from (B)(6) 2015 to (B)(6) 2015. No damages were found with the battery cap or compartment. Using the returned cap, the pump powered up and functioned properly. A rewind/load/prime sequence and a 24-hour basal exercise were executed without any alarms or power issues. A leak test did not detect any leaks on the pump housing. Pump casing was opened and there was no evidence of moisture intrusion inside the pump. (B)(4).